Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high voltage impedance on the right ventricular channel. The high impedance was suspected to be due to poor conditions in the pocket since it was noted that the corvue impedance value had also increased. No intervention was performed. The patient condition was unknown.